Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings: evaluation revealed that the battery cap was damaged. The battery cap spring was found to be missing. A test pump was used to complete the investigation. There was no power connection when the battery cap was secured to the test pump. The battery cap was able to be fully secured to the test pump. The battery cap was removed without issue and the battery cap threads were intact. The battery cap contact height and width measurements were found to be within the required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.